Event description:
Pt had a lumbar radiofrequency ablation. During the procedure the pt complained of a burning sensation at the grounding pad site. The procedure was stopped immediately and the bovie pad was removed. The skin beneath the bovie pad was noted to be very reddened and very hot. No blistering was noted.